Manufacturer narrative:
Device eval: the device was disposed of by the hosp; therefore, no direct prod analysis could be performed. A review of the mfg records for this particular batch (batch 9400979) found that the device met its material, assembly and prod specs, at the time of release to distribution. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
This is the same procedure as 6000089-2007-00747. It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 6atms on the first inflation. The lesion being treated was located in the moderately tortuous and severely calcified mid right coronary artery (rca) with chronic total occlusion. The device was removed intact. The indication for this procedure was an myocardial infarction. The procedure was successfully completed with another maverick2 balloon. Pt status is listed as "good".